Event description:
Additional information reported the patient had received assistance from their doctor and their concerns were resolved.

Event description:
It was reported the pump slid in the pocket. The patient noticed this about two months ago, the last several times the patient went in for a refill. The patient experienced pain at the catheter site/just below the catheter site but noted that it was not related to the patient¿s therapy symptoms. The patient believed it may be related to the pump sliding and the ¿extra tubing¿ may have moved. No falls were reported. The patient had begun exercising more. The patient thinks it may be related to a lift and gate belt she uses. The patient was worried because the two bumps on the pump stick out and almost poke through the skin. The patient had an appointment scheduled with their physician in (B)(6) regarding this. The pump was delivering lioresal. Intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# j0058219r, implanted: (B)(6) 2001, product type: catheter. (B)(4).